Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. Corrected fields: b5, h6 (medical device problem code). A getinge field service (fse) evaluated the unit and replaced the safety disk assy and battery sealed lead acid as both components were expired. After replacement, the unit operated satisfactorily. System operating hours were noted as 161 hours. The unit passed all functional checks and was returned to the customer in good working condition.

Event description:
It was reported that during routine check, the cs300 intra aortic balloon pump (iabp) was not operating on battery power, and the safety disk was found to be expired. No patient was involved, and no harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cs300 intra aortic ballon pump(iabp) was not working on battery as batteries were expired also safety disk expired while device was in routine check before use. There was no patient involved.